Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to a carescape r860 ventilator when it was alleged that the patient desaturated to 64%. Reportedly, the patient was switched to manual ventilation, the unit was restarted, and case resumed. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
The root cause of the loss of ventilation is undetermined. However, it is reproducible as a use error involving the userâs finger movement off the start ventilation button during a selection motion. There was no indication of device malfunction in the device logs. D4 primary UDI number corrected.